Event description:
Reference number (B)(4). Event occurred in the united states. On 10-oct-2024. It was reported that the patient faced infusion set occulsion in tubing. Patient replaced infusion set and resumed insulin successfully. No further information available.